Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: connecting tube had a scratch, dent, wrinkle, adhesive on bending section cover (a-rubber) had a chip, adhesive on a-rubber had a crack, suction connector (s-connector) was dirty due to water leakage, plastic distal end (c-cover) had a burn, paint on suction cylinder (s-cylinder) was peeled, switch 3 (sw3) had a scratch, universal cord had a scratch, protector of universal cord on control section side and s-connector had a scratch. Due to the nature of the reportable event (foreign material), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility noted that the material was probably gauze for wiping. Facility noted that there was no abnormalities on the accessories used for reprocessing facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had physical defects of the bending section and insertion tube. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the foreign objects at the tip was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The customer presoaked the endoscope in the detergent solution. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.